Event description:
It was reported via repair work order that the cot would not lower due to the cross tube being out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.